Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was noted to be inaccurate and indicated a data log corruption. The customer's blood glucose level was 128 mg/dl. Troubleshooting conducted by tandem technical support determined the pump had reset. The customer reported manual injections would to be used for insulin therapy.